Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported IFU deviation/user error is associated with the physician steering down the cds without echo imaging resulting in the clip contacting the atrial wall, and causing perforation, pericardial effusion, hemorrhage, hypotension and tachycardia. Pericardial effusion, perforation, hemorrhage, hypotension and tachycardia are known possible complications associated with mitraclip procedures. Unexpected medical intervention, delay to treatment/therapy, surgical intervention and hospitalization were a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. Imaging was challenging throughout the procedure. An xtw clip (40809a1083) was inserted and advanced into the left ventricle (lv). It was noted the physician steered down to the valve without proper imaging. While in the lv, the clip became caught in chordae. Troubleshooting was performed and the clip was removed from chordae without causing damage. The clip was retracted into the left atrium (la). Here it was observed the anterior gripper was no longer lowering. Therefore, the clip was removed and replaced. Another xtw clip (40715a1102) was inserted and into the la. Again, the physician did not wait for imaging before steering the clip down to the valve. The clip was successfully deployed on the mitral valve, reducing mr to a grade of <1. However, after deployment, a pericardial effusion was observed as the patient's blood pressure decreased and heart rate as rising. Pericardiocentesis was performed but was unable to solve the issue. It was noted the steering down to the valve without imaging resulted in the clip contacting the atrial wall, causing a rupture of the pulmonary vein. This resulted in a clinically significant delay in the procedure. Therefore, surgical intervention was required to treat the bleeding from the pulmonary vein.